Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the microswitches in the latch assembly. A field service engineer adjusted all wire harness microswitches and tested all doors in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure and continuously fails when tried to recover. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.